Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and the displacement test however, the pump alarmed pump error 63 during the self test and pump error 63 alarm (variable 3) is found in the downloaded history file due to broken trace at pin 1 (vdd) u1 on the keypad assembly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly or absence of audio alarms noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected battery power loss noted during testing or in the downloaded history files.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and the displacement test however, the device alarmed pump error 63 during the self test and pump error 63 alarm is found in the downloaded history file due to broken trace at pin on the keypad assembly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly or absence of audio alarms noted during testing. The power management graph confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected battery power loss noted during testing or in the downloaded history files.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm and also had battery error. Customer stated insulin pump had audio anomaly. Customer was performed self test ad it was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.